Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the device was not functioning properly. The patient was told it was due to the battery, but her battery was at 90%. The patient was riding in the car on (B)(6) 2016 and had severe pudendal nerve pain. The patient had nerve damage from a hysterectomy. The nerve by her tailbone was the only one they weren't able to repair. The patient had checked her device with the patient programmer. The patient saw the message to charge her implantable neurostimulator (ins). The patient had 3 programs and needed to know how to adjust the different programs. A few hours later, the ins was charged and the patient was to turn up the stimulation on p3. The indications for use include peripheral neuropathy. If additional information is received, a supplemental report will be sent.